Event description:
It was reported to philips that the suite pc failed to boot due to an os issue, with an error connecting to the x-ray server on an azurion 7 m12. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the suite pc and ssd, restored the system backup, and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).